Event description:
Customer reported that the insulin pump has consistent motor error alarms that stop his insulin delivery. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence but gets the error alarms every time he primed and bolus. Blood glucose value was 134 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a broken reservoir tube lip, broken battery tube threads, minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.